Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7105231 model/catalog description: 7105231 unique identifier (UDI)#: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7105226. Model/catalog description: 7105231. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.